Manufacturer narrative:
Age at time of event: over 18 years.

Event description:
It was reported that stent thrombosis and patient death occurred. On (B)(6) 2021 a percutaneous coronary intervention (pci) was performed on a 3.50mm, straight segment, moderately calcified left anterior descending artery (lad). Following predilatation with a balloon, a 3.50 x 16mm synergy megatron was advanced to the target lesion and deployed. It was noted that there was unusual filling defect in the proximal segment of the megatron. The device was inflated at 11 atmospheres for 60 seconds. The procedure was completed and no patient complications resulted in relation to this event. Following the procedure, the patient was administered dual antiplatelet therapy (dapt) and the patient was reported to be stable. On (B)(6) 2021, following the procedure and prior to discharge, stent thrombosis leading to st-elevation myocardial infarction (stemi) of the anterior wall occurred. Another pci was performed. The previously placed megatron was re-expanded to a 4.00mm diameter and a synergy xd was deployed distal to the megatron. Intravascular ultrasound (ivus) revealed that the megatron was undersized. It was noted that the filling defect had likely manifested into tissue or thrombus. The procedure was completed and the patient was administered dapt following the procedure. No further patient complications resulted. On (B)(6) 2021, a left bundle branch (lbb) with re-catheterization (stent open), and subsequently ventricular tachycardia (vt) with a heart pump was performed. The patient vt arrested and passed away. The official cause of death was stated to be unknown, suspected vt. The patient noted to have been admitted to the hospital beyond the standard of care. It was noted that the device issue which may have caused or contributed to the patient complications were stent thrombosis leading to death. It was further clarified that the physician did not attribute the patient death to the use of the stent devices.